Event description:
It was reported that a pump alarm occurred during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer to put the problematic pump into storage mode before returning it using a pre-paid label. The customer acknowledged these instructions and decided to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.